Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that post device implant procedure, patient received multiple high voltage inappropriate shocks. Upon chest x-ray revision, lead dislodgement was observed on the rv lead and the lead was pulled back into the right atrium. A partially loose screw was seen as well. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.